Event description:
It was reported that the transfer set disconnected from a plastic adapter from an unknown manufacturer while connected to a home patient (hp) prior to the start of therapy resulting in a leak from the catheter. The hp did not pull on the transfer set and had properly closed off their catheter following the disconnection. The transfer set was replaced and a titanium adapter replaced the plastic adapter. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.